Manufacturer narrative:
This report is submitted on july 13, 2018, (B)(4).

Event description:
Per the clinic, the patient sustained a head trauma and subsequently underwent revision surgery on (B)(6) 2018, in order to convert to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.

Manufacturer narrative:
Correction: product details updated. This report is filed on november 28, 2018. (B)(4).